Event description:
It was reported the patient programmer was indicating it was out of batteries. New batteries were put in and the programmer continued to show the same screen. The patient was ¿freaking out¿. The programmer then resumed function after installing new recommended batteries and the patient then increased her stimulation. The patient had not been feeling stimulation sensation for about three days. She started feeling like she was getting a urinary tract infection, which is why she attempted to make adjustments with her programmer, but found it was in need of new batteries. It was noted the patient had interstitial cystitis (ic) and her physician was providing bladder installations, which had been helping; however, she had been unable to see her doctor for some time as of the date of this report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2009. Product type: programmer, patient: product ID 3889-28, lot# v189565, implanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient thought their implant battery was dead because they couldn't get it to do anything. After replacing the programmer batteries the patient was able to turn the implant on.